Event description:
Customer performed precision studies on multiple assays when pt results indicated a problem. Customer states precision studies showed some results with high deviation. Customer states a lot of pt samples were involved and approx 10 erroneous pt results were reported. He said from these results, only 4 pt results were critical and the doctors understood the mistake and requested the samples be repeated. Customer states no special treatments were given to the pts because of the erroneous results. He states the results were first evaluated by the doctor or head nurse. Although the customer did not provide any pt results he did provide the following precision study results for calcium, ast, alt, and total protein. Calcium results in mg per dl: 9.2, 9.2, 9.2, 9.2, 9.3, 9.2, 9.2, 9.2, 9.2, 9.2, 9.1, 9.2, 9.2, 9.2, 9.2, 9.2, 9.1, 9.2, 9.3, 8.3, 9.2, 9.2, 9.2, 9.2, 9.2, 9.2, 9.2, 9.3. Total protein results in g per dl: 6.9, 7.0, 6.8, 6.9, 6.9, 6.9, 6.9,6.9, 6.9, 7.0, 7.0, 6.9, 6.9, 6.9, 6.9, 6.9, 6.9, 6.8, 7.0, 5.9, 6.9, 6.9, 7.0, 7.0, 5.4. Alt results in u per l: 23, 24, 24, 24, 24, 24, 24, 25, 24, 24, 25, 24, 24, 25, 24, 23, 23, 24, 24, 25, 24, 24, 24, 25, 18. Ast results in u per l: 27, 27, 27, 27, 27, 27, 27, 27, 27, 27, 27, 27, 27, 24, 18, 27, 27, 26, 19, 13, 28, 27, 25, 17, 28, 27.

Manufacturer narrative:
Troubleshooting actions included replacement of reagent probes and sample probes. Replacement of halogen lamp. Replacement of four valves and visual check of fluid system. The investigation is ongoing. If add'l info is received, appropriate notification will be provided.